Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was that the cap cracked on the sieve beds. Additional malfunctions were leaking at the tie wraps and leaking at the hose clamps.